Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). Information regarding patient identifier, date of birth, race, and ethnicity were not provided. Reporter: initial reporter information such as phone and email address are not available. Device evaluated by MFR: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are 1226348-2019-00892. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the stent-assisted embolization procedure on the (B)(6) male patient, the 4.5 mm x 22 mm no tip enterprise® vascular reconstruction device (enc452200 / 11074968) was prepped and used in accordance with the instructions for use (IFU), exited the microcatheter but could not be deployed at the target site. It was reported that the vessel was normal, not tortuous. There was resistance between the prowler select plus microcatheter (catalog/lot numbers: unknown) when the stent was half way in the microcatheter. The stent was not recaptured back into the microcatheter. The microcatheter and the stent were removed and replaced. The procedure was completed with a two-minute procedural delay; there was no report of patient injury or complication. It was reported that the microcatheter was discarded but the enterprise® stent is available for return; the stent was reported as separated from the delivery system when it was packed for return.

Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the stent-assisted embolization procedure on the 55-year-old male patient, the 4.5 mm x 22 mm no tip enterprise® vascular reconstruction device (enc452200 / 11074968) was prepped and used in accordance with the instructions for use (IFU), exited the microcatheter but could not be deployed at the target site. It was reported that the vessel was normal, not tortuous. There was resistance between the prowler select plus microcatheter (catalog/lot numbers: unknown) when the stent was half way in the microcatheter. The stent was not recaptured back into the microcatheter. The microcatheter and the stent were removed and replaced. The procedure was completed with a two-minute procedural delay; there was no report of patient injury or complication. It was reported that the microcatheter was discarded but the enterprise® stent was available for return; the stent was reported as separated from the delivery system when it was packed for return. The investigational finding is documented below. Investigation summary: the non-sterile 4.5 mm x 22 mm no tip enterprise® stent was returned contained in a pouch. The returned device underwent visual inspection. The delivery wire was inspected and was observed to be in good condition. The introducer and the actual stent were not returned with the device. Functional test could not be performed as the introducer and the stent were not returned. The reported issue that the stent had issue with deployment and the delivery wire having issue with resistance friction could not be confirmed through functional analysis. A review of manufacturing documentation associated with this lot (11074968) presented no issues during the manufacturing or inspection processes related to the reported complaint. The device history records indicate that this product underwent final inspection testing at lake region medical and was determined to be acceptable. The exact cause of the 4.5 mm x 22 mm no tip enterprise® stent not being able to be deployed and the resistance friction issue with the delivery could not be confirmed through functional analysis as the introducer and the stent were not returned. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. It is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are 1226348-2019-00891 and 1226348-2019-00892. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR submission is to report that the product was received by the product analysis lab on 6/3/2019. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are 1226348-2019-00892. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR submission is to document the result of the analysis of the production records for lot 11074968. A review of manufacturing documentation associated with this lot (11074968) presented no issues during the manufacturing or inspection processes related to the reported complaint. The device history records indicate that this product underwent final inspection testing at lake region medical and was determined to be acceptable. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are 1226348-2019-00892. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.